Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information was requested but not provided. Patient samples were returned for investigation and the customer's results were reproduced.

Event description:
The customer alleged they received questionable free triiodothyronine (ft3), free thyroxine (ft4), and thyrotropin results for one patient on their e411 analyzer. The customer provided data for an ft3 and an ft4 result that were discrepant. The patient's sample was repeated in another laboratory using a unicel dxl analyzer on (B)(6) 2013. The specific date of this event was requested but not provided. The patient's initial ft3 result was 1.9 pg/ml. The repeat result was 2.4 pg/ml. The patient's initial ft4 result was 1.78 ng/dl. The repeat result was 1.32 ng/dl. The customer stated all the results were reported to the doctor. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer did not know if the patients were harmed by any action taken. The ft3 and ft4 reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.